Event description:
Patient had just finished their respiratory treatment on the ipv. I the respiratory therapist (rt) placed the patient back on the ventilator that they were previously on. Drager v500 vent ID # (B)(4). Patient started to desat into upper 80s (89-88). So, I increased the oxygen and noticed that the patient wasn't getting an adequate amount of tidal volume per the patient's dose calc weight. I proceeded to listen to the patient¿s breath sounds and heard the left was very diminished and right side was clear and getting good aeration. So, I believed that the patient was not suffering from any kind of secretion, that was causing the desaturation. I proceeded to recalculate the flow sensor, which had no effect or change. Then moved onto changing the expiratory valve to a new one, and the patient still was getting low tidal volumes in the 80s about 3-4ml / kg. I tried to then suction just to make sure that there weren't any secretions blocking or occluding the tube, which I got a very minimal amount. The next step I took was to then ask for another rt to go get me a new ventilator, as I proceed to start to bag the patient to which I felt more comfortable getting the sats back up to 94-95%. I entered in the previous ventilator setting into the new ventilator that was brought to me, and when I connected the patient to the ventilator; it wasn't giving me any readings. I immediately disconnected the patient and noticed that the ventilator was not giving any pressures coming out of the ventilator and the middle (ventilator that still can work, even if the screen or anything else is not working) was also not lighting up and working. (The vent ID# is (B)(4), and this was escalated to my charge and then my assistant manager). I also had my charge rt take a look at the ventilator to make sure there wasn't anything that I was missing, and we bagged and tagged the machine for biomed evaluation. There was minimal temporary harm.